Manufacturer narrative:
26jul2021. Patient code: (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer states that rt department reports unit gave unknown high pitch alarm. The customer reported that it is unknown if the issue occurred during patient use, but this information has been requested. There was no patient harm reported. The customer contacted product support and requested for service repair. The customer ran unit for normal operation with no alarms activated and was not able to duplicate complaint or note any error codes. During investigation, customer noted that battery was overdue for replacement and may have been cause for alarm. Customer states battery is operational, voltages are normal, and no other problem noted. Further information is pending.

Manufacturer narrative:
The customer reported that the unit was run for normal operation with no alarms activated and was not able to duplicate the complaint or note any error codes. During the investigation, the customer noted that the battery was overdue for replacement and may have been the cause of the alarm. The customer states the battery is operational, and voltages are normal; no other problems were noted. Product support provided the customer with part and price for v60 battery-11ah lithium-ion. Multiple attempts were made to follow up with the customer to obtain additional information; however, there was no response.